Manufacturer narrative:
The customer sent the logs files to the solution center for review to determine the chain of events the staff performed during alarming for a patient. The customer support specialist reviewed the logs and sent the results to the customer for bed 3027 from 10:00am to 17:35 pm. The customer emailed back and noted that they were satisfied with the information provided and no additional information was needed. No onsite support was requested and no further related calls were logged. Based on the available information, no product malfunction occurred.

Event description:
The customer contacted the solution center requesting assistance regarding alarm event history on their information center for a patient incident. This is being reported as a serious injury. No additional information is available.